Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014 and excessive vault was noted the next day. Significant reduction of irdo-corneal angles and glares/halos were noted. The lens was exchanged for a shorter length lens and this resolved the problem. This lens was lost in the operating room.

Manufacturer narrative:
Method: medical review. Results: medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, staar recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search and medical review, the most probable cause of this event was excessive vaulting secondary to a long lens. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No - lens was lost . Method - work order search results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).